Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in turkey: "overinfusion." According to the cusomer: "the nurse claims that the drug was finished after 9 hours."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 20n25ge211 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -1.97% and 3.64%. As no complaint sample was received, further investigation is not possible. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1: temperature: the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5 ml/hr to 5.9 ml/hr. Factor 2: folded outer shell (outer layer). Folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure: external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause: cause could not be determined. As no complaint sample was received, further investigation is not possible. Justification: not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.